Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 36mg/dl, and the event happened months ago. The customer was in a vehicular accident while driving. The customer stated that his car was totaled. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing more insulin than what it was on the status screen. The caller mentioned that he had an open heart surgery three months ago. Assisted the customer to run a displacement test and passed. No further information was provided.